Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 not at home position after power on/restart and fault 27 encoder fault repeatedly after a few compressions. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (B)(4) displayed fault 27 encoder fault, which was confirmed during the functional testing and the archive data review. The cause of fault 27 was a loose ground cable connection between the pdb and the channel. The loose ground cable connection was caused by the loose screw that holds the ground cable to the channel, possibly caused by transportation and/or vibration or moving the autopulse over time. The autopulse platform was manufactured in 2017 and is over five years old. The customer reported a complaint that the autopulse platform displayed user advisory (ua) 45 not at home position after power-on/restart, which was confirmed during the functional testing and the archive data review. Based on the archive, the autopulse platform displayed fault 27, followed by ua45, and reproduced during the functional testing. The autopulse platform stopped during the compression due to fault 27. Upon power off and on, the platform displayed ua45 per design because the encoder position was not at the home position. Upon visual inspection, a hairline crack was noted on the front enclosure, likely attributed to the age of the device or user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data indicated fault 27 and ua45 messages, thus, confirming the customer's reported complaint. During the functional testing, the autopulse platform stopped compressions several times, displaying fault 27, and the platform per design displayed ua45 because the encoder position was not at the home position, thus, confirming the customer's reported complaint. The platform was tested again after restoring the ground cable connection and rotating the encoder to its home position. The autopulse platform passed the extensive test tun without fault or error. In addition, the brake gap inspection verified the brake gap was within the specification, and a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn(B)(4).